Manufacturer narrative:
Patient age at time of event: 18 years or older . (B)(4).

Event description:
It was reported that the shaft broke. The 75% stenosed target lesion was located in the moderately calcified, moderately tortuous distal right coronary artery (rca) to posterior descending artery (pda). The physician used a guidezilla¿ 145, 5-in-6 guide extension catheter after pre-dilatation was performed, but the distal tip of the guidezilla was unable to cross the tortuous area in the distal rca, slight resistance was felt. When the device was removed from the patient, detachment of the shaft at collar occurred within an unspecified guide catheter and remained in the patient. Distal end of the guidezilla device shaft was in the blood vessel, and the detached portion was located within the guide catheter. The physician advanced a balloon catheter (2.5mm diameter) to the distal end of the device. The balloon was inflated, and the balloon, distal part of the guidezilla and the guide catheter were removed from the patient. The procedure was completed with balloon angioplasty and a unknown stent was deployed. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified blood inside the lumen. Microscopic examination revealed that the shaft had numerous kinks. There was a complete separation at the collar/proximal shaft bond and the ptfe was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The 75% stenosed target lesion was located in the moderately calcified, moderately tortuous distal right coronary artery (rca) to posterior descending artery (pda). The physician used a guidezilla¿ 145, 5-in-6 guide extension catheter after pre-dilatation was performed, but the distal tip of the guidezilla was unable to cross the tortuous area in the distal rca, slight resistance was felt. When the device was removed from the patient, detachment of the shaft at collar occurred within an unspecified guide catheter and remained in the patient. Distal end of the guidezilla device shaft was in the blood vessel, and the detached portion was located within the guide catheter. The physician advanced a balloon catheter (2.5mm diameter) to the distal end of the device. The balloon was inflated, and the balloon, distal part of the guidezilla and the guide catheter were removed from the patient. The procedure was completed with balloon angioplasty and a unknown stent was deployed. No patient complications were reported and the patient status is good.